Event description:
As reported on (B)(6) 2014, a female pt of unk age presented for an endovenous laser procedure. When preparing to attach the fiber to the laser, the user noted that the fiber was fractured in half. The disposable device was set aside and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the pt due to this event as the device did not come into contact with the pt. The disposable device has been returned to the MFR for evaluation.

Manufacturer narrative:
Returned for evaluation was one evlt/pvak fiber. A visuals evaluation of the returned device noted the fiber was fractured. The customer's reported complaint description is confirmed. The root cause for the compliant description cannot be determined, however the most likely root cause for the complaint description would be handling damage after the device left the manufacturing facility. A review of the lot lost history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. During the manufacturing process, fibers are repeatedly bent and coiled and there is a final visual inspection performed with a hene laser to check the entire fiber length for defects prior to packaging shipment. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).